Manufacturer narrative:
(B)(4). The patient was recovered from the peritonitis event (previously the outcome was reported as recovering). On unreported dates, the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during automated peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date during hospitalization, the patient was treated with intraperitoneal cephalexin (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date during hospitalization, the cephalexin was discontinued. On an unknown date during hospitalization, the patient was started on oral levaquin for 10 days (dose and frequency not reported) for peritonitis. Eight days after admission, the patient was discharged from the hospital. At the time of this report, the patient remained on levaquin and is recovering. The patient is scheduled on an unknown date to be retrained on proper aseptic technique. No additional information is available.